Event description:
It was reported via repair work order that the mattress would not stay on the litter due to missing velcro piles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.